Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 10-mar-2026, abbott point of care was contacted by a customer regarding I-stat act kaolin cartridges that yielded a discrepant results on a 63 year old male patient. There was no additional patient information available. Return product is available for investigation. Method date tested results heparin dose I-stat (B)(6) 2026 08:40 14,000 u. I-stat (B)(6) 2026 08:41 2200 units/hr. I-stat (B)(6) 2026 08:54 8,000u. I-stat (B)(6) 2026 08:54 2600 units/hr. I-stat (B)(6) 2026 8:59 209sec. I-stat (B)(6) 2026 9:17 235sec. I-stat (B)(6) 2026 9:24 266sec. I-stat (B)(6) 2026 9:31 4,000 u. I-stat (B)(6) 2026 9:38 >1000sec. I-stat (B)(6) 2026 9:54 >1000sec. I-stat (B)(6) 2026 10:06 >1000sec. I-stat (B)(6) 2026 10:39 255sec. I-stat (B)(6) 2026 11:09 189sec. I-stat (B)(6) 2026 12:10 179sec. I-stat (B)(6) 2026 12:10 189sec. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway. Per I-stat system manual (art: 714185-00q), the I-stat kaolin activated clotting time (kaolin act) test is an in vitro diagnostic test that uses fresh, whole blood. And is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery.